Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the slider was fully deployed, the catheter was stuck in a very thin basket form. Physician undeployed the entire catheter with the guidewire out. When trying to retract the wire into undeployed catheter, the wire could not budge. Physician carefully removed the entire catheter from the patient. Outside the patient, it was found that the wire was stuck and needed force to pull it out. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax. Under microscope it was possible to observe adhesive residue.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the slider was fully deployed, the catheter was stuck in a very thin basket form. Physician undeployed the entire catheter with the guide wire out. When trying to retract the wire into undeployed catheter, the wire could not budge. Physician carefully removed the entire catheter from the patient. Outside the patient, it was found that the wire was stuck and needed force to pull it out. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.